Event description:
Failed autoinjector/upon attempting to administer the autoinjector, it failed/the thin plastic tube that encapsulates the needle ejected, and the needle remained inside. [Device deployment issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of adverse events device deployment issue and no adverse event in a patient (age, race and gender not reported) from the united states. The patient's age at the time of event experience was not reported. On 20-dec-2025, amneal pharmaceuticals received information from the patient¿s mother via an email concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. Additional information (#01) was received from patient¿s mother via email on 26-dec-2025. New information included, patient¿s name and demographics (race, weight and age), allergies and history of smoking/drinking, product details (route, frequency and site of administration), reporter's address were added. Narrative was amended accordingly. This case refers to as 06-year-old white male patient. The patient was being treated with epinephrine auto-injector 0.3 mg, as needed (ndc: 0115-1694-30, batch no: g250703x, exp date: 28-feb-2027) via intramuscular route for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. The patient was allergic to shellfish and peanuts. The patient was non-smoker and abstained from alcohol. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. On (B)(6) 2025, the patient experienced an anaphylactic episode in the morning. Upon attempting to administer the autoinjector on outer thigh muscle, it failed. Needle failed to properly eject, the thin plastic tube that encapsulated the needle ejected instead with needle visible inside and liquid epinephrine visible inside ejected tube. There was no way to administer the epinephrine after this. The patient had to use the second autoinjector. The patient used secondary autoinjector from set, and it worked as expected. Last action taken with epinephrine auto-injector in relation to device deployment issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device deployment issue and no adverse event were unknown. The reporter did not provide the causality of events device deployment issue and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This significant follow up (#2) information was received on 15-jan-2026. New information received includes qa investigation report, attached with this case. The complaint sample was returned to amneal for inspection on 06-jan-2026. On 20-dec-2025, amneal received a product complaint for epinephrine auto-injector 0.3 mg, lot g250703x (exp. February 2027), reporting that the sheath remained attached after activation, preventing administration. The complaint was classified as sheath not removed by sheath remover. A cmo pfizer investigation was not warranted, as the issue related to assembly and packaging activities performed by phillips-medisize menomonie (pmm). Pmm conducted a lot-specific investigation and found no evidence linking the complaint to manufacturing or assembly activities. All in-process and final release testing met acceptance criteria with no deviations and retained sample evaluation did not identify a manufacturing defect. The complaint sample was returned to amneal and confirmed to be in a fired state with the sheath attached and residual solution present. Functional testing, including use of a surrogate sheath remover, confirmed the sheath could be removed with minimal force and that the firing mechanism and needle extension functioned within specification. The original sheath remover was not returned, preventing assessment of its potential contribution. A definitive root cause could not be determined, and user error remains a possible contributing factor. A review of the 2-pack carton, device wrap label, and patient information/instructions for use confirmed that labeling provides clear written instructions and pictorials for sheath removal and proper device use. Labeling was not identified as a contributing factor. This is the first complaint reported for lot g250703x. Review of similar complaints over the past 24 months showed a very low complaint rate with no confirmed defects or adverse trends. Based on the totality of evidence, the issue is not attributed to manufacturing, quality controls, or labeling, and no further action is required. Last action taken with epinephrine auto-injector in relation to device deployment issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device deployment issue and no adverse event were unknown. The reporter did not provide the causality of events device deployment issue and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Failed autoinjector/upon attempting to administer the autoinjector, it failed/the thin plastic tube that encapsulates the needle ejected, and the needle remained inside. [Device deployment issue], no adverse event. Case narrative: this initial spontaneous report concerns of adverse events device deployment issue and no adverse event in a patient (age, race and gender not reported) from the united states. The patient's age at the time of event experience was not reported. On 20-dec-2025, amneal pharmaceuticals received information from the patient¿s mother via an email concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. Additional information (#01) was received from patient¿s mother via email on 26-dec-2025. New information included, patient¿s name and demographics (race, weight and age), allergies and history of smoking/drinking, product details (route, frequency and site of administration), reporter's address were added. Narrative was amended accordingly. This case refers to as 06-year-old white male patient. The patient was being treated with epinephrine auto-injector 0.3 mg, as needed (ndc: 0115-1694-30, batch no: g250703x, exp date: 28-feb-2027) via intramuscular route for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. The patient was allergic to shellfish and peanuts. The patient was non-smoker and abstained from alcohol. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. On (B)(6) 2025, the patient experienced an anaphylactic episode in the morning. Upon attempting to administer the autoinjector on outer thigh muscle, it failed. Needle failed to properly eject, the thin plastic tube that encapsulated the needle ejected instead with needle visible inside and liquid epinephrine visible inside ejected tube. There was no way to administer the epinephrine after this. The patient had to use the second autoinjector. The patient used secondary autoinjector from set, and it worked as expected. Last action taken with epinephrine auto-injector in relation to device deployment issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device deployment issue and no adverse event were unknown. The reporter did not provide the causality of events device deployment issue and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited.